Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The front case was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported by the customer that the rubber on the front case of the device had started to slide up over the words that come across the bottom of the display. There was no known pt use associated with the reported event.